Manufacturer narrative:
Updated fields: b4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Checked the machine and observed both batteries are fully discharged, machine was not charging the batteries.fse checked the machine with one battery and found one battery slot was working. When installed the battery in the 2nd slot same problem occurs again. Power management board was found faulty.replaced the same with new one and rectified the fault.performed all safety and functional tests successfully.the fat dept received part number serial number_edm from the supplier. The supplier evaluation states the following: perform incoming visual inspection result: found connector pin bent at location j7. Unable to proceed with serial number scanning. The fat dept will retain this part as per procedure (B)(4).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units machine not switching on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.